Event description:
It was reported that a contour ureteral stent was used in a ureteroscopy procedure in the ureter. During the procedure, the stent broke and was split into two parts. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0401 captures the reportable event of stent shaft break.